Event description:
Same case as MFR report # 2134265-2010-02740. (B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure treated the 74% stenosed proximal rca (right coronary artery) with a 3.0x20mm taxus liberte study stent resulting in 30% residual stenosis. A non-study lesion in the 89% stenosed mid lad (left anterior descending artery was also treated using a 3.0x20mm taxus liberte stent resulting in 0% residual stenosis. Timi grade iii flow remained unchanged in both vessels post procedure. In (B) (6) 2009, the patient experienced a myocardial infarction at home and expired. No additional information is available.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)